Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's complaint that the nxt band would not compress when used with the nxt platform (sn (B)(6) during the resuscitation attempt was not confirmed during the functional testing. No device malfunction was observed, and the nxt platform functioned as intended. The archive data indicated no fault or alert during the reported event. Based on the archive data review, the nxt platform was used, but it could not compress due to the patient's large chest circumference and extreme stiffness. The user attempted multiple times, but due to the patient's condition, the platform was unable to achieve any compression. The autopulse nxt platform passed the functional testing with no issues. The nxt platform was tested using service lztf (large zoll test fixture) until the battery was completely discharged, with no faults or errors detected. The autopulse nxt platform functioned as intended. Following service, the autopulse nxt platform passed the final tests without issues.

Event description:
The customer reported that the nxt band would not compress when used with the nxt platform (sn (B)(6) during the resuscitation attempt. The issue persisted even after replacing the nxt band and restarting the platform. According to the customer, the nxt platform did not show any alert leds at the time of the issue. Manual CPR was performed for the rest of the call. No consequences or impacts on the patient.